Event description:
It was reported by the customer that during a wisdom tooth removal, the bur overheated and became fused to the bur guard. The pt received a minor burn to the lower lip; the doctor indicated that it should heal with no scarring. The doctor did not prescribe any medication.

Manufacturer narrative:
The bur shield involved in the reported event was evaluated. During the evaluation, the technician noted visual evidence that the bur shield melted. Most likely, the user did not perform the twist check to ensure the bur shield was snapped into place on the handpiece per the applicable IFU.